Event description:
Philips received a complaint on the patient information center ix indicating that the ix was not receiving waveforms from all rooms. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) advised the customer to restart the central monitor. Based on the results of the analysis, the cause of the reported problem is unknown. As the restart resolved the issue, the cause was unable to be traced to one thing and is unknown. The device was operational after performing the restart.section e: reporting institution phone #: (B)(6).section e: reporter phone #: (B)(6).